Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that following an intraocular lens iol) implant procedure, a patient experienced dark vision, vision not crisp, visual disturbance, waxy vision, and vision never clear. The lens was exchanged in a secondary procedure. Additional information was requested.